Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The equipment was found to be fully functional. Review of the continuous ECG data by a qualified medical consultant confirms that no ventricular tachycardia nor ventricular fibrillation was detected. The device was removed while the patient was in a life-sustaining rhythm (sinus tachycardia at 100 bpm). The lifevest is intended to deliver a defibrillation shock for vt/vf. No vt/vf was detected. There is no indication that the lifevest caused or contributed to the patient's alleged cardiac event.

Event description:
Follow-up report: additional information: review of the continuous ECG data by a qualified medical consultant confirms that no ventricular tachycardia nor ventricular fibrillation was detected. The device was removed while the patient was in a life-sustaining rhythm (sinus tachycardia at 100 bpm). As previously reported, the device was found to be fully functional during testing at the distributor. There is no indication of a device malfunction. There is no indication that the lifevest caused or contributed to the patient's alleged cardiac event. The lifevest is intended to deliver a defibrillation shock for vt/vf. The patient was not in vt/vf prior to device removal. A us distributor contacted zoll to report that a patient required intervention to prevent permanent damage. The patient's wife reported that the patient went into cardiac arrest and the device did not shock the patient. The patient's neighbor and the fire department performed CPR on the patient. The patient was taken to the emergency room. The patient ended use of the lifevest for unrelated reasons. The event is being reported out of an abundance of caution due to the allegation that intervention was required. There is no indication that the lifevest caused or contributed to the reported event.

Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The equipment was found to be fully functional. The alleged device malfunction could not be confirmed. There is no indication of a treatable rhythm or a device malfunction that would have prevented a treatment from being delivered.

Event description:
A us distributor contacted zoll to report that a patient required intervention to prevent permanent damage. The patient's wife reported that the patient went into cardiac arrest and the device did not shock the patient. The patient's neighbor and the fire department performed CPR on the patient. The patient was taken to the emergency room. The patient ended use of the lifevest for unrelated reasons. The event is being reported out of an abundance of caution due to the allegation that intervention was required. There is no indication that the lifevest caused or contributed to the reported event.